Event description:
Pt had PICC line inserted on 10/3/96. On evening of 10/8, pt tried to give 2200 dose of antibiotic but only received half. Attempted to flush line but it was difficult. Something then gave way. The pt was able to flush catheter. The catheter was leaking just below the hub. The catheter continued to leak after flushing. Pt called rn in am and reported it. Rn noted leakage below first white "t" connector. Pt's vein visible as dark purple 2.5 cm beyond end of PICC. PICC line removed w/o incident. Pt seen in ER on 10/9 at 11:50 am. Chest x-ray normal, wbc - 9.7. Platelet count slightly elevated. Arm warm to touch and slightly inflamed. Pulse was good and reflexes equal.